Event description:
Consumer complaint of high blood results. Nurse (B)(6) called on behalf of customer, she feels customer feels well and requires no medical attention. Nurse states customer's expected blood results are 200-210 mg/dl. Verified the strips expire 06/17/2017, were first opened (B)(6) 2015 and that the test strips are properly stored. Customer performed back to back blood test, 155 mg/dl and 189 mg/dl. Reviewed meter memory: 184 mg/dl, (B)(6) 2015, 06:01:00 am, fasting: yes; 223 mg/dl, (B)(6) 2015, 11:00:00 pm, fasting:yes; 284 mg/dl,(B)(6) 2015, 10:59:00 pm, fasting:yes; 423 mg/dl, (B)(6) 2015, 09:14:00 pm, fasting:yes; 270 mg/dl, (B)(6) 2015, 09:17:00 pm, fasting:yes. No adverse event report.

Manufacturer narrative:
(B)(4). Prod not yet returned.